Event description:
On (B)(6) 2013, a customer reported obtaining unexpected negative antibody screen results when using capture-r ready-screen (3) on the galileo echo.

Manufacturer narrative:
Immucor technical support used remote electronic connection method to assess images of well results on customer instrument on (B)(4) 2013. Screen cell I of capture-r ready-screen (3) is c antigen positive and was reported by echo as unexpected negative. The technical support remote review of well images for the screen run on (B)(4) 2013 indicates that it is visibly weak positive. No patient sample or customer product was returned to immucor for immucor investigation.